Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified but was likely caused by insufficient cleaning. However, a definitive root cause could not be determined. Also, no physical damage was confirmed at the place where the foreign material remained. The customer did not provide a cleaning disinfection and sterilization checklist, so it is unknown if there were any deviations. Whether there was deviation from IFU in reprocessing steps for the area foreign material remained or not was unknown. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested events. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿ olympus will continue to monitor field performance for this device.

Event description:
The device evis exera iii colonovideoscope was returned to olympus by the customer. There was no complaint received from the customer. The inspection found that the air/water tube and cylinder had foreign material. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: universal cord has a wrinkle; connecting tube has a scratch; bending tube is deformed; light guide lens has a crack; air/water tube has foreign objects; due to wear of angle wire, bending angle in left direction does not meet the standard value; due to a crack on light guide lens, illumination is uneven; forceps channel port has a scratch; suction cylinder has no color; air/water cylinder has no color; and air/water cylinder has foreign objects. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.